Event description:
A customer reported the system did not provide illumination during a procedure. An alternate system was used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported system message (sm) "controller communications issue". The company rep cleaned the filters and reseated the cables. The system was then tested and met all product specs. No parts were replaced, no sample was returned, and no add'l info was provided related to this event. For this reason, the reported event could not be replicated or confirmed. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause is unk. (B)(4).